Manufacturer narrative:
Retainer ring = black. Customer complained about the unit having critical pump error with beeping on event date of (B)(6) 2021. Device received with critical pump error with beeping after battery insertion. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump error. The crest software was utilized with the x-test being successful. The unit downloaded the boot loader traces but could not download the history downloads using thus software since it could not get into the join network screen. Device was cut open with no anomalies noted during visual inspection of the electronics. Swapped with a test electrical board 1 and the unit was still in the same state. Severe corrosion on the force sensor assembly, moisture damage on the motor assembly, moisture damage on the lcd assembly, corrosion on electrical board 1 and moisture damage on electrical board 2 noted during visual inspection of the electronics. Tested with a test p-cap and the test p-cap locked in place properly. Device received with cracked select button on keypad overlay, pillowing keypad overlay, faded/stained/peeling serial number label, scratched/peeling/fading end cap address label, cracked battery tube area, cracked battery tube threads and scratched case. Device was confirmed for critical pump error with audio beeps and unable to download, problem isolated to electrical board 2. Unable to verify pump error 35 due to critical pump error. Confirmed for moisture damage on electronics. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. Customer stated insulin pump did not stopped from beeping. Customer stated they went for swimming when the event occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.